Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was time of incident was 687 mg/dl and current blood glucose level was 270 mg/dl. Customer reports the following symptoms related to their high blood glucose level like nausea, vomiting, abdominal pain and difficulty breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip, insulin pump and saline. The insulin pump will not be returned for analysis.